Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture was confirmed with an MRI and pain. Device remains implanted.

Event description:
Healthcare professional later reported via MRI "small amount of fluid along the deep posterolateral margin of the implant in the chest wall". Device has been explanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ seroma-late: unable to observe since it is not related to the device. ¿ breast pain: unable to observe since it is not related to the device. ¿ rupture: not observed. As per the investigation procedure deformation/crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side rupture was confirmed with an MRI and pain. Healthcare professional later reported via MRI "small amount of fluid along the deep posterolateral margin of the implant in the chest wall". Device has been explanted.